Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittently that the customer experienced an elevated blood glucose (bg) level that was "high" (specific value was not provided). Cause was not known. Customer "changed infusion set and cartridge" to address bg level for all events. Recommendation was made to consult with a healthcare provider regarding diabetes management.